Event description:
When firing the stapler across the stomach, during a laparoscopic sleeve gastrectomy, the stapler reportedly sounded different half way through firing the load. When the stapler was removed a portion of the stomach was bleeding. Using a new stapler, another load was fired across the same area to stop the bleeding.